Event description:
(B)(4). Please reference order number (B)(4). The provider states the motor arrived covered in grease. He states the shipping carton was intact and there wasn't consumer involvement. No additional information is available per the provider and didn't have serial number for the chair (B)(4).